Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) reviewed system check data; all parameters were performing within instrument specifications. The fse proactively removed and rebuilt the precision pump including replacing the belt. The fse proactively cleaned the precision and wash valves, incubator belt track and wash wheel. The fse also proactively replaced the peristaltic pump tubing, aspirate probes and substrate probe. No hardware issues were noted. The fse calibrated the incubator belt and performed the reaction vessel (rv) exerciser; no issues were noted. The fse verified pipettor alignments, mixer speed, vacuum pump operation, peristaltic pump operation, ultrasonics and luminometer; no issues were noted. A routine system check and a high sensitivity system check were performed both of which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Note: while performing the high sensitivity system check, the fse obtained several reagent wheel temperature errors. The fse then replaced the reagent wheel thermistor and peltier. The fse did note that this failure did not have any impact on the erroneous results obtained by the customer. A definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-01099.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni) results, for several patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. This report is two of two referencing the patient on the event date noted. An initial result of 0.08 ng/ml was obtained and released out of the laboratory. As a result, the patient was given nitroglycerin drip and transferred out of the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient's sample was retested on an alternate access 2 system and generated a value of 0.00 ng/ml. The customer stated the 0.00 ng/ml value was believed to be correct as it correlated with an alternate methodology's result. The customer noted active calibration, performed on (B)(6) 2013, passed; however, a qns (quantity not sufficient) flag was on the final repetition. Quality control (qc) passed within specification prior to and after the event for all three levels. The samples were first analyzed in the emergency room (ER) through an alternate methodology. The samples were then analyzed on an access 2 system. After the first sample was questioned, the customer began retesting every high troponin I result on a separate analyzer. The customer stated patient samples were collected in lithium heparin tubes and refrigerated between retests. Patient samples are often analyzed in the primary tube unless collections are IV (intravenous) specimens, where the samples would be separated in to different sample tubes. Patient samples are collected by phlebotomists. The customer discontinued use of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.